Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 1,200 mcg/day. It was reported that in the last 5 months, the patient has had escalating dose increase due to lack of therapy. The patient is having worsening symptoms. The issue started in (B)(6) of 2020. The hcp has been increasing the dose by 15% but patient has had no benefit. The hcp confirmed no volume discrepancy was seen. The patient had traveled recently, and they had a dye study done at the area she was visiting and no catheter problem was found. They reviewed the option of repeating the dye study and/or therapeutic bolus. There were no further complications reported/anticipated. On 2020-july-05, additional information was received from the rep. The caller stated that the patient was in withdrawal. The caller stated the day prior, the healthcare professional (hcp) had cut the dose form 1300 to 600. The patient was admitted to the intensive care unit (ICU) and they were titrating the dose up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-jul-2020 from a healthcare professional (hcp) via a company representative who reported that the patient¿s pump and catheter were replaced with a new pump and catheter on (B)(6) 2020. Following the procedure, the doctor lowered the starting dose to prevent overdose since it was thought that the patient was not getting the 1200 mcg/day with the old system which resulted in the lack of therapy, withdrawal, and the ICU (intensive care unit) admission. The patient¿s dose was then titrated up until she was no longer in withdrawal and then the patient was discharged from the hospital and was doing well according to her hcp (healthcare professional). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the hospital had possession of both the pump and catheter as they send everything to pathology. It was noted they do not release explants to vendors. It was noted the rep would see if available, but chances are they are not. No further complications were reported.